Event description:
A pt was "inadvertently injected with renalin intravenously". Pt becomes cyanotic and very ill. Treatment was stopped and no blood was returned to the pt. Pt was given 600 cc saline and oxygen (5 l per mask). "911" was called and an ambulance was responding. Pt was sent to ER. Pt was hospitalized for observation.